Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Onsite functional and visual examination was performed by the manufacturer representative. The x-ray detector was replaced and the issue was resolved. The system passed a system check out and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the 2d images were really light. There was no patient impact reported and no delay to surgery.